Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-04031. It was reported, the patient did not like the sensation the stimulation provided and felt jittery in the legs when the stimulation was in use. The stimulation was uncomfortable, so the patient had stopped using the system. It was reported, the patient kept recharging the ipg. Attempts to contact the patient were unsuccessful. It was reported, the patient had undergone a procedure for a pain pump and the ipg was explanted (device 2). The lead remained implanted from this procedure (device 1). There was no sjm representative present at the procedure.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.